Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the headend pt right siderail assembly would not lock in the upright position. No pt involvement or adverse consequences were reported.